Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preventive maintenance, the roller pump displayed a "belt slip" message. The roller pump was replaced. There was no adverse consequence to the pt as a result of this event.